Manufacturer narrative:
Investigation included complaint handling and replacement of affected supplies. Investigation of this case revealed a reported leak at the cartridge with no concurrent pump alarms and no reported glucose excursions. It was concluded that a device component issue with the cartridge was suspected based on the user report, while patient harm did not occur.

Event description:
It was reported that during a routine supply change, the user completed the field tubing process before noticing the insulin cartridge was leaking, which resulted in loss of insulin; the agent documented the lot number and arranged replacement supplies, and there were no device alerts or alarms and blood glucose remained in range. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no need for medical intervention.